Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a device upgrade procedure, when the physician noted the position of the existing right ventricular (rv) lead and right atrial (ra) lead, it was noted that all the slack had pulled back, and was unable to add slack due to venous stenosis. The rv lead and ra lead were deemed as dislodged. The rv lead and ra lead were successfully explanted. During the implant attempt of the new right atrial (ra) lead the stylet would not advance fully therefore the ra lead was not implanted and a different lead was used. No patient complications have been reported as a result of this event.